Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information subjunctional ureteral perforation during insertion of the access sheath under fluoroscopic guidance after retrograde ureteropyelography. The procedure was stopped and a jj stent replaced on safety guidewire. Patient was hospitalized for 3 days and used a bladder catheter for 2 days.

Event description:
According to the available information subjunctional ureteral perforation during insertion of the access sheath under fluoroscopic guidance after retrograde ureteropyelography. The procedure was stopped and a jj stent replaced on safety guidewire. Patient was hospitalized for 3 days and used a bladder catheter for 2 days.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't found any other complaint on lot number 10021821. A documentary investigation was done which revealed no anomaly recorded during production. No sample was received. Without the benefit of the sample, we cannot determine a root cause of the issue described. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on all retrace reference defect insertion difficult / impossible over last four years, 10 similar cases were found. A rmf evaluation was performed based on (B)(4) - risk identified 11212a (hazardous situation: ureteral access sheath cannot be inserted in the patient (or with difficulty)) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. The harms, severity and occurrence are within anticipated levels per the risk documentation. It is concluded that the risks identified are still acceptable and considered as safe.